Manufacturer narrative:
Additional point of contact: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, intra aortic balloon (iab) had catheter restriction alarm. No harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Since the product was not returned, we were unable to perform a device evaluation. Based on the event description, the most likely root cause was catheter malposition leading to flow restriction, which triggered repeated pump alarms. Contributing factors included inadequate imaging technique (pump not in standby during x ray), resulting in delayed or unclear confirmation of catheter position and prolonged troubleshooting before removal. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.